Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a missing sensor wire that occurred on (B)(6) 2015. Clinician stated that upon removal of the sensor pod, the sensor wire was not visible on the sensor pod nor was it in the patient's skin. At the time of contact, the clinician did not report any injury or medical intervention. Sensor was inserted into patient's arm which is not an approved site.